Event description:
It was reported that during a da vinci mitral valve repair procedure, one of the pt side manipulator. (Psm) arms was not responsive and the surgical staff could not get the arm into following mode. The pt was under anesthesia for approx five hours, with a 30 minute delay due to the system problem, when the procedure was converted to traditional open surgical techniques. The planned surgery was completed and no pt harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that a pt side manipulator (psm) was having intermittent issues. The system was repaired by replacing the psm and ria/lia board. The pt side manipulator is an instrument arm located on the pt side cart that provides the sterile interface for the endowrist instruments. Engineering conducted tests for the psm and confirmed the customer reported problem. The psm was repaired by replacing the motor/encoder on axis-6 and all 4 potentiometers. As of 2008, there have been no reported recurrences of the issue at this hospital.